Manufacturer narrative:
Company comment: the serious expected event of nodules at implant site was considered possibly related to the treatment. Seriousness criteria include the need for medical and surgical interventions to prevent permanent damage. The potential root cause is the treatment procedure including intentional misuse of reconstitution of the product. The sculptra was used off-label. The case meets the criteria for expedited reporting to the regulatory authorities. Product note: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported and the product could not be verified. A follow-up on the lot number will be performed in order to request for additional investigations. Recommendation for corrective and preventative action: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 16-nov-2022 by a physician, which refers to a 58-year-old male patient. No information about medical history, history of allergies or previous filler treatments has been provided. In 2022, the patient received treatment with sculptra to neck area (unknown amount, lot number, injection technique and needle type). The sculptra was injected to neck area (off label use of device). The physician reconstituted the sculptra with 12 ml of sterile water [water for injection] plus 1 ml of lidocaine [lidocaine] solution. Sculptra was reconstituted with 12 ml of sterile water (intentional device misuse). Seven months after the treatment, in 2022, the patient had experienced unresolvable nodules (implant site nodule). As corrective treatments, the hcp had injected sodium chloride [sodium chloride] solution and an unspecified corticoid locally, but the nodules did not abate. Then, the nodules were surgically removed. The excised nodules could not be brought to burst by injection of saline solution, and the hcp showed by cutting them in half that they were not hollow. Outcome at the time of the report: unresolvable nodules was recovered/resolved. Sculptra was injected to neck area was recovered/resolved. Sculptra was reconstituted with 12 ml of sterile water was recovered/resolved.